Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that fluid loss due to hole in the cuff lead to the replacement surgery. The aus that was implanted was a double cuff system. There was nothing else to report regarding the patient status. No more information available at the moment. Should additional information become available, it will be provided.